Event description:
Additional information received reported that the patient did not have the revision yet. It was scheduled for ¿next week.¿ two weeks later it was reported that patient did have the revision surgery on (B)(6) 2013. The patient was reported to be doing well. Two days later it was reported that the lead was revised and the generator was moved to the other side. The patient had not yet been seen by the health care provider for post-op.

Event description:
About two weeks prior to the date of this report, it was reported that the patient experienced a loss of therapeutic effect. The patient also experienced pain when stimulation was turned up to ¿average stimulation settings.¿ the pain was felt in the bicycle seat area and was only felt when stimulation was turned on. It was noted the patient has had four reprogramming sessions, which were unsuccessful in eliminating the patient¿s pain. The patient was not having urinary symptom control as well. All impedances were within ¿normal range.¿ cycling, pulse width, and rate have all been adjusted, without resolve for the patient. As of the date of this report, it was indicated the healthcare provider was to schedule the patient for a revision. About two weeks later, it was confirmed the patient was scheduled for a revision on (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28, lot# va04h0z, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).